Manufacturer narrative:
Investigation on-site has been performed by our field service engineer. Trouble shooting revealed that the unit had a defective mains inlet and blown fuses within it. The mains inlet and fuses were replaced, and the compressor was returned to service after successful functions and safety checks were performed. Visual inspection of received photo of the mains inlet confirms that it was defective. The blown fuse or the mains inlet have not been investigated further, but earlier investigations of similar complaints determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder

Event description:
It was reported that the compressor did not power on. There was no patient involvement. Importer ref #: (B)(4). Manufacturer ref #: (B)(4).